Event description:
During placement of left internal jugular central line, the guidewire broke off in the patient. This was a difficult placement because the physician tried x3 before being successful. Retrieved by interventional radiology. No harm to patient.what was the original intended procedure?central line placement.